Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. It was reported that patient faced 4 infusion set tubing detached from infusion set events between (B)(6) 2024. The infusion sets had been used for 24 hours. The blood glucose level was 14-15 mmol with the presence of high ketons at the time of events therefore the patient was treated with correction injection via mdi. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.